Event description:
Pt reported that they swam with pump in 2004, then the following day they noticed condensation in the insulin cartridge chamber and the display was "messed up." Pt stated that their blood glucose is elevated today, which they self-treated by bolusing. Pt switched to back-up device.